Event description:
Reporter indicated that vns patient has experienced a recent increase in seizure activity, but that it was unknown whether it was an increase above pre-vns baseline frequency. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the reported increase in seizure activity. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist (via fax x2). Additionally, device tracking information was not forwarded to manufacturer at the time of implant and attempts to obtain it have been unsuccessful to date.